Manufacturer narrative:
A batch record review was performed and did not display anything abnormal for the manufacturing process and all operations were completed per procedures. A green component is part of the device and found at the end of the c line connected to the d vial. The device was not returned so no additional investigation could be performed on the particulate. The catheter diameter and in-line filters would prevent such a fragment from reaching the patient. There was no reported death or serious injury to the patient and they received their dose. A retrospective MDR has been filed out of an abundance of caution as the particulate or its origin could not be determined.

Event description:
During a siros delivery the physician noticed a piece of something in the d vial. The piece appeared to be a green color. The delivery was stopped, the system disconnected and put in a mayo jar. The procedure was successful (patient unaffected) and was stopped with 85% of the product delivered. Pictures were provided.